Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During implantation surgery the electrode array could not be fully inserted and therefore 3 channels had been disabled. Reportedly, the user's hearing performance with the device is now affected. The user was re-implanted with a new device.

Event description:
During implantation surgery the electrode array could not be fully inserted and therefore 3 channels were disabled. Reportedly, the user's hearing performance with the device was affected, namely there was poor speech understanding and after months no speech understanding at all. Revision surgery was performed to re-insert the array however the electrode was accidentally cut. Therefore, the recipient was re-implanted with a new device.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which is assumed to have been present whilst implanted. According to the received information the recipient's hearing performance was affected likely because of a decreased amount of channels available for stimulation. As per information on the implant registration card four channels were left extra-cochlear at implantation surgery, however it was confirmed that actually three channels were left extra-cochlea. In addition one channel showed high impedance status due to undetermined reasons. During revision surgery to re-insert the electrode the device was accidentally damaged. These damages could be confirmed during device investigation. This is a final report.